Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item informed on the guarantee form by the complainant.

Event description:
(B)(4) ¿ the dentist reported that 3 months after dental implant was installed in intraoral region 29#, its non-osseointegration was observed. 45ncm of primary stability was achieved.